Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to protruded/loose drive support disk. Unit had scratched display window, cracked display window corners, battery tube threads, belt clip slot, reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed during manual prime, was unable to exit from preparing to prime loop and is squirting the insulin out. Nothing further was reported.